Manufacturer narrative:
The lot number was provided. A review of the approved device history records indicated the lot met all release criteria. A lot history trending review was performed and there were no similar complaints for this lot number. The pusher was returned to the manufacturer. The implant was not attached to the pusher. A kink was noted on the gc-hypotube section. The strain relief appeared to be folded. The system had a high resistance, and failed v-grip continuity test. Upon dissection, the device revealed a broken yellow solder joint and a compressed heater coil section. The implant coil was noted to be broken at the attachment bond section. Based on the available information and evaluation of the returned device segment, the reported coil detachment can be confirmed; however, the root cause cannot be determined. The device was used during the same procedure as was reported in MFR report# 2032493-2017-00299.

Event description:
It was reported that during repositioning of an embolization coil in a right middle cerebral artery aneurysm, the coil stretched. During removal, the coil unexpectedly detached in the microcatheter. The coil was removed in its entirety together with the microcatheter. There was no reported intervention or patient injury. The patient is reported to be doing well.